Event description:
Additional info received. Dec 19.2024 to investigate the alleged adverse events that occur due to the use of drugs and medical devices. In that sense, as we are a hospital committee, we are going to schedule a meeting with the nursing department to initiate an investigation in this regard. As it is a moderate event, according to local regulations on adverse events, it is the respective department that has to assume the investigation and submit the results to the general directorate. In the event of refusal, the committee will take over the investigation. On the other hand, and given that the problems have occurred in a specific group of patients, very low birth weight premature babies, we are going to contact hospitals that have this same type of patient to see if there are similar problems. It has been proposed that training be initiated with selected groups of nursing staff and that the use of the new device be initiated in groups of higher birth weight infants to progressively move to extremely low birth weight groups based on the results of the previous groups.

Manufacturer narrative:
Additional information: see 'describe event or problem'.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381812 and lot number 3342348. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard catheter tip breaks. The following information was provided by the initial reporter, translated from spanish to english: the catheter does not enter once the guide wire is removed, it bends and breaks the blood vessels, and more than 4 peripheral catheters are used, thus decreasing the venous capital of each critical baby (catheter tip breaks once it penetrates the skin). Describe patient / (hcp) / user impact: female patient, multipunctured, but no adverse patient impact reported. Marked harm to the operator but does not describe what happened or explain the harm to the operator.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.